Manufacturer narrative:
The implant replacement operation has been indefinitely postponed. The ipg remains implanted and not available for evaluation. Sufficient stimulation settings are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient's ipg was inoperable. It is unknown if the ipg has depleted prematurely or not.